Event description:
As it was stated by the saleswoman, during a reflex surgery, when the doctor was trying to pull out some screws from the plate, the instrumental reflex hybrid screw extractor inner shaft (pn (B)(4)) lost his inner shaft(end).

Manufacturer narrative:
Method: visual inspection, complaint history analysis, mfg record review. Result: visual inspection confirms tip of instrument broken. Broken fragment not returned. Complaint history analysis - as of (B)(6) 2011, 28 similar complaints have been received for this product. Previous investigations concluded failures were result of user-error. Mfg record review - mfg records were reviewed and there were no issues which may have contributed to reported events. Risk assessment - broken tips were removed from pt, shaft made of biocompatible stainless steel to mitigate risk of any tips remaining in pt. Alternate instrument can be used to extract screws. Conclusion: the tip of the instrument was confirmed to be broken. The most likely cause of the reflex-hybrid screw extractor inner shaft tip-breakage in user-error. The surgical technique details that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as it can cause bending or brakeage of the inner shaft. The instrument failure rate is within expected occurrence rates. Corrective action is not needed at this time.